Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints in this lot number. This report was mailed to the FDA on 05/04/2007. No additional info is anticipated.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a broken haptic was observed, but the lens was not removed. One month later, the lens dislocated to the anterior chamber. The surgeon attempted to explant the lens, but the posterior capsule ruptured during surgery. The lens was not removed and the pt has been monitored. No additional info is anticipated.